Event description:
It was reported to philips that the system gave an alert indicating some stand movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a cardiac procedure, which was completed by moving the patient to another room. The fse reviewed the system logs to search for error messages related to the stand movements. The logs revealed an error associated with a defective potentiometer, which is a key component in determining the position for stand movements. The fse replaced the faulty potentiometer with a new one to resolve the issue. After replacing the potentiometer, the fse performed calibrations on the frontal stand according to the procedure. The fse verified the operation of the stand movements, confirming that the system was functioning as expected. With the replacement and calibration, the system was returned to good working order. The codes were updated based on the investigation outcome.